Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea from 2009 to 2016. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, migraine, headache, dyspareunia, fatigue, alopecia, abdominal pain lower, depression and anxiety outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet was received events added from pfs- depression, mental anguish. Historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, salpingectomy and cystoscopy due to complications from the essure). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, migraine, headache, dyspareunia, fatigue, alopecia and abdominal pain lower outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea from 2009 to 2016, mitral valve disease, nephrolithiasis, scoliosis, irregular menstrual cycle and migraine. Concurrent conditions included numbness since 2009, tingling since 2009, leg pain since 2009, myalgia since 2009, low back pain since 2009, hot flashes since 2009, irregular periods since 2009, back muscle spasms, depression, tongue disorder, endometriosis, dizziness and nausea. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone bitartrate;paracetamol (norco), ibuprofen, leuprorelin acetate (lupron), paroxetine and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 9 days after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, migraine, headache, dyspareunia, fatigue, alopecia, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 5. Left: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2016: c6-7: a small dorsal extrusion is noted measured at 0.2 to 0.3-cm in depth. Scoliosis of the spine.. Pathology test - on (B)(6) 2016: received in formalin labeled with the patient's name, medical record number and "cervix uterus bilateral fallopian tubes" is a 75 g, 7.0 cm (fundus to cervix) x 4.1 cm (cornu to cornu) x 3.3 cm (anteriorposterior) uterus with cervix and bilateral tubes. The serosa is tan, smooth. The ectocervix is tan, smooth and glistening measuring 3.3 cm in diameter with a 1.0 cm slitlike cervical os. The specimen is opened to reveal a 2.4 x 2.3 cm triangular endometrial cavity and a normal endocervical canal. Sectioning reveals a tan-red endometrium averaging 0.1 cm in thickness and a tan, trabeculated myometrium measuring up to 1.7 cm in thickness. The myometrium contains a 0.3 cm in greatest dimension hemorrhagic cystic area. The bilateral purple-grey fimbriated fallopian tubes average 6.3 cm in length x 0.4 cm in diameter and sectioning reveals stellate pinpoint lumina. Representative sections are submitted as labeled: 1: anterior and posterior cervix. 2: anterior endomyometrium. 3: posterior endomyometrium (including hemorrhagic cystic space). 4: right fallopian tube (fimbriated end entirely submitted). 5: left fallopian tube (fimbriated end entirely submitted). Spinal x-ray - on (B)(6) 2012: bilateral essure devices noted within the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, vaginal bleeding, menorrhagia were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, migraine, headache, dyspareunia, fatigue, alopecia and abdominal pain lower outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia,migraines & headaches, dysmenorrhea,dyspareunia,fatigue, hair loss & lower abdominal pain was added. Lab data updated.lot number added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea from 2009 to 2016, mitral valve disease, nephrolithiasis, scoliosis, irregular menstrual cycle and migraine. Concurrent conditions included numbness since 2009, tingling since 2009, leg pain since 2009, myalgia since 2009, low back pain since 2009, hot flashes since 2009, irregular periods since 2009, back muscle spasms, depression, tongue disorder, endometriosis, dizziness and nausea. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone bitartrate;paracetamol (norco), ibuprofen, leuprorelin acetate (lupron), paroxetine and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 9 days after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, migraine, headache, dyspareunia, fatigue, alopecia, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 5, left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2016: c6-7: a small dorsal extrusion is noted measured at 0.2 to 0.3-cm in depth. Scoliosis of the spine. Pathology test - on (B)(6) 2016: received in formalin labeled with the patient's name, medical record number and "cervix uterus bilateral fallopian tubes" is a 75 g, 7.0 cm (fundus to cervix) x 4.1 cm (cornu to cornu) x 3.3 cm (anteriorposterior) uterus with cervix and bilateral tubes. The serosa is tan, smooth. The ectocervix is tan, smooth and glistening measuring 3.3 cm in diameter with a 1.0 cm slitlike cervical os. The specimen is opened to reveal a 2.4 x 2.3 cm triangular endometrial cavity and a normal endocervical canal. Sectioning reveals a tan-red endometrium averaging 0.1 cm in thickness and a tan, trabeculated myometrium measuring up to 1.7 cm in thickness. The myometrium contains a 0.3 cm in greatest dimension hemorrhagic cystic area. The bilateral purple-grey fimbriated fallopian tubes average 6.3 cm in length x 0.4 cm in diameter and sectioning reveals stellate pinpoint lumina. Representative sections are submitted as labeled: 1: anterior and posterior cervix 2: anterior endomyometrium 3: posterior endomyometrium (including hemorrhagic cystic space) 4: right fallopian tube (fimbriated end entirely submitted) 5: left fallopian tube (fimbriated end entirely submitted). Spinal x-ray - on (B)(6) 2012: bilateral essure devices noted within the pelvis. Lot number: 730259 manufacturing date: 2010/03 expiration date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.